Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Estimated dates: (date of event), (date of implant). UDI # - the UDI # could not be provided because the part and lot numbers were not reported. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot and part number were not provided. Based on the reported information, a definitive cause for the reported stent fractures could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Literature attachment: "comparative outcomes of supera interwoven nitinol vs bare nitinol stents for the treatment of femoropopliteal disease: insights from the xlpad registry". The adverse patient effects referenced are being filed under separate medwatch report #s. The vision and supera stents referenced are being filed under separate medwatch report numbers. Na - attachment: [literature attachment for cn023446.pdf]

Event description:
It was reported through a research article identifying supera, absolute, and vision stents that may be related to the following: death, restenosis, target vessel/limb revascularization, stent fracture, stent elongation, and stent compression. Details are listed in the attached article, titled, "comparative outcomes of supera interwoven nitinol vs bare nitinol stents for the treatment of femoropopliteal disease: insights from the xlpad registry".

Event description:
It was reported through a research article identifying supera, absolute pro vascular, and vision stents that may be related to the following: mortality rates, restenosis, target vessel/limb revascularization, stent fracture, stent elongation, and stent compression. Details are listed in the attached article, titled, "comparative outcomes of supera interwoven nitinol vs bare nitinol stents for the treatment of femoropopliteal disease: insights from the xlpad registry". Subsequent to the previously filed report, it was noted that although break (stent fracture) was listed on the initial report for the absolute pro vascular stent, the article discusses stent fracture in general terms when stenting the femoropoliteal arteries, due to ¿opposing biodynamic forces¿ and in summarizing results of other major trials. The article does not indicate that absolute pro vascular had fractured at the one-year follow-up. There was no indication in the article that the absolute pro vascular malfunctioned.

Manufacturer narrative:
There was no reported device malfunction associated with the absolute pro vascular self-expanding stent system (sess). Literature attachment (cn-23446): "comparative outcomes of supera interwoven nitinol vs bare nitinol stents for the treatment of femoropopliteal disease: insights from the xlpad registry".d1: corrected to absolute pro vascular self-expanding stent system. G5: corrected to PMA p110028. H6: device code 1069 was removed and replaced with 2993. H6: results code 114 removed.